Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a potential false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 25709c, reader sn (B)(4). A repeat cue test performed on (B)(6) 2022 and (B)(6) 2022 provided a positive and negative result, respectively. On (B)(6) 2022, customer tested negative with binaxnow covid-19 antigen self-test. On (B)(6) 2022 and (B)(6) 2022, customer tested positive twice with flowflex covid-19 antigen home tests. Customer then continued to test negative on (B)(6) 2022 and (B)(6) 2022 to (B)(6) 2022 with flowflex and binaxnow tests. Customer reported symptoms beginning the evening of (B)(6) 2022 and that exposure was likely on (B)(6) 2022. Customer reported reduced symptoms still persisting through (B)(6) 2022. Cartridges were stored within the validated temperature range.